Event description:
Caller states that he tested lower than normal and took no action (results not provided). At 1:00am he was found slumped in a chair and the paramedics were called. No results from any device provided, but caller states at the hospital he was fed and released. No quality controls were used. Requested return of suspect device and replacement was sent.